Manufacturer narrative:
Mentor received an update regarding the events reported in the initial report. The device's lot number has been updated to 192862 within section d of this supplemental report. A manufacturing record evaluation (mre) is currently in progress for the updated lot number, and a supplemental report will be submitted upon its completion. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of event information that was mistakenly omitted from the previous supplemental report. The device's expiration date and manufacture date have been updated in this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 350cc mentor siltex round moderate profile saline breast implant, (catalog number: 3542655, lot number: 201319). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 350cc mentor siltex round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced with an unspecified breast implant.